Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device (a), was returned with the blade scratched and cracked. The device was tested with a generator and an error code 5 was noted. No assembly or disassembly issues were noted; the blade was not found loose from the shaft. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the devices b and c, were returned sterile, in good physical condition. The devices were tested with a generator and was functional. No assembly or disassembly issues were noted.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, blade loose from shaft by removing with torque wrench from handpiece. The customer said, that this is not the first time, but the other they made no complaint from. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.